Event description:
It was reported that oversensing in the ventricular channel and high pacing impedance were observed. Lead revision has been scheduled.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 02, 2024 and may 29, 2025 recorded the pacing impedance around 600 ohms with two increases at the end of the recording period to 1000 ohms and to 800 ohms. The analysis of the provided iegm episodes from may 2025 revealed artifacts on the rv channel, which led to oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.